Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds measurements and was causing pacing failure the day after the surgery. Afterwards, dislodgement was observed, and the lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds measurements and was causing pacing failure the day after the surgery. A dislodgment was suspected, but it wasn't confirmed in the x-rays and fluoroscopy done, and the lead was repositioned. No additional adverse patient effects were reported.